Manufacturer narrative:
Corrected data: d3. Additional information: g3, g6, h2, h10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3008452825-2020-00565. During an laa procedure, a pericardial effusion occurred. Following the transeptal puncture, the patient's blood pressure dropped slightly and an echocardiogram revealed a pericardial effusion. A pericardialcentesis was performed to stabilize the patient. The patient is in stable condition. There were no performance issues with any abbott devices.